Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During visual inspection, there was crystalized contrast media noted within the balloon and balloon catheter. During functional testing, an attempt was made to inflate the balloon with an encore inflation device; however, the balloon started leaking. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the additional information received, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flushed was set up and maintained throughout the clinical procedure and the patient¿s anatomy. As per the available information, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. The device was returned, and the balloon was noted to be leaking during analysis. It is probable that the balloon was damaged during navigation through the patient¿s anatomy, causing the reported event. An assignable cause of procedural factors was assigned to the reported issue balloon failed to inflate and to the analyzed issue balloon leaked during use, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found the balloon catheter leaking. There were no clinical consequences to the patient as a result of this event.